Event description:
An electronic report was rec'd from a hemodialysis user facility who reported a dialyzer reaction. It was stated on the report that a dialysis pt developed severe lower abdominal pain with nausea and vomiting during treatment. The facility suspected sensitivity to the dialyzer. As a result of this event, this pt was ordered, by the md, to use the optiflux nr for subsequent dialysis. The initial reporting rn was contacted and a verbal report was rec'd at that time. It was learned, that this pt is a brand new dialysis pt. This event occurred in the first hr or two while dialyzing. The rn reported the pt had severe diarrhea, projectile vomiting and severe abdominal pain. The pt was sent to the hosp for further eval and treatment but nothing was found. No medical intervention resulted from this event to this pt. The pt continues to receive dialysis in this clinic with use of the optiflux 180nr dialyzer with no further ill effect from this event. The lot number is not known. There is no sample available for an eval.